Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported adverse impact to the customer's blood glucose level as it remained within the normal range. The customer reverted to an alternate form of insulin therapy.